Event description:
It was reported that the patient¿s mother called in after performing a factory reset with a clinical diabetes specialist for training. The patient¿s mother stated that following the training, the ilet cartridge was leaking inside the device, and both the cartridge and the interior of the ilet were wet. The patient¿s mother reported changing four cartridges, but the same issue occurred with each one. The patient¿s blood glucose level was reported to be 322 mg/dl. The agent instructed the patient¿s mother to perform a dry run of the ilet to confirm that the motor was functioning properly and to complete a full supply change to determine if the cartridges were the source of the issue. The patient¿s mother confirmed that the motor was operating normally but noted that insulin began leaking from the bottom of the cartridge during filling. A new box of cartridges was ordered for the patient¿s mother, along with a box of connector pieces and a two-pack of contact detach steel infusion sites. The patient¿s mother confirmed that backup therapy was available until the replacement supplies were received. The agent advised the patient¿s mother to call back once the new cartridges were received and to report if the patient¿s blood glucose levels began to trend down and stabilize. A follow-up call confirmed that the new cartridges were functioning properly and that the patient¿s blood glucose had trended down and stabilized at 149 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.